Event description:
Customer reported: when the packaging is opened, the weld seam sticks to the paper so firmly that the packaging tears. A sterile procedure is almost impossible. The situation arises with every package, so it is not a specific batch that is affected, but faulty packaging production is more likely to be the cause. Products become unsterile due to defective packaging. Sterility cannot be guaranteed. This medical device must be sterile in order to serve its purpose fulfill.